Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that coring occurred while preparing keytruda with use of the bd phaseal¿ injector luer lock n35j. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "during preparation of keytruda (immune checkpoint inhibitor) using assembly fixture, coring occurred. A total of 10 actual samples were returned for investigation."

Event description:
It was reported that coring occurred while preparing keytruda with use of the bd phaseal¿ injector luer lock n35j. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter, translated from japanese to english: "during preparation of keytruda (immune checkpoint inhibitor) using assembly fixture, coring occurred. A total of 10 actual samples were returned for investigation."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-03. H6: investigation summary nine protector samples, and four syringes connected with n35 injectors were received for investigation. Upon visual inspection, no damage or leakage found on the samples. Foreign matter was found on five samples. One protector sample, there is a piece of metal coming from the metal seal protecting the rubber stopper of the vial. This may have been produced by a bad assembly of the protector with the vial since it is observed that the needle entered twisted breaking and introducing this piece of metal inside the vial. Two protector samples, the stopper of the vial is correctly perforated and the cannula of the protector does not present any anomaly such as harpoon or blunt tips that could be responsible for generating the coring. One protector sample, we can see that the needle is detached, this is usually common because when removing the protector from the vial it can occur. Once the protector is in place with the vial, it cannot be misassembled again. Additionally, foreign matter appears inside the syringe connected with the n35 injector. Fourier transform infrared spectroscopy was performed to further analyze. The foreign substances were mainly composed of butyl rubber and silicic acid compounds, therefore, it seems the foreign matter could come from the rubber stopper from vials used. It may be due to the rubbing of the injector cannula with the rubber stopper causing detachment of particles. However, since several causes could cause coring if is coming from the rubber stopper (quality of the material, and even a misuse of the device by the user) root cause cannot be established. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. The protector must be attached completely vertical to the vial during assembly. The m12 mounting accessory is recommended to facilitate connection of the protector to the vial.